Event description:
It was reported that during an esophagectomy procedure, the device cut but did not staple. The pt lost 1 unit of blood and required a transfusion of 1 unit. Another like device was used to complete the procedure.